Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure. It was reported that the system displayed the door open error when the door was all the way closed. Troubleshooting was performed, manufacturing representative confirmed t-pin used in manual door open procedure was removed from the system. They opened the gantry door all the way open then held the door closed button down until all activity stopped within the gantry, with no effect. The tubes inside the gantry were not able to move. They also reported that no visible gap in the covers around the gantry door. They applied pressure to the sides of the gantry door, with no effect. This issue occurred intraoperatively and caused less than 1hour surgical delay. There was no reported impact on patient outcome. There was imaging aborted.

Manufacturer narrative:
H3,h6: no parts have been received by the manufacturer for evaluation. B17, c20, d15, g07001 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000166, lot/serial #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.